Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient revised on (B)(6) 2021 due to a dislocation. ø36 centered glenosphere, ø36+3 humeral cup, size 8 humeral stem and both cortical screws were removed and replaced by ø36 eccentric glenosphere, ø36+9 stability humeral cup, size 8 humeral stem and both cortical screws. Primary surgery (B)(6) 2021.